Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) and baclofen (unknown) via an implantable pump. The hcp reported that they were removing the patient's pump due to infection. Tge hcp stated that the patient had an abdominal abscess. Patient was currently in the operating room. The hcp wanted to know the pump dose so they could replicate via medication drip. Agent reviewed that they do not have that information but the patient's handset could be used to read the pump. The hcp stated that they would figure out pain management. The hcp did not know the pump model or when it was implanted.